Event description:
It was reported by the rep the device was used during a exploratory laparoscopy. It was reported the tlc55 upon reloading would not fire. A new stapler was opened and used to complete the procedure. There was no consequence to the pt.